Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp, and reported that no issues were found; furthermore, the fse checked the logs and found a "fill failure-iab disconnected" alarm. The fse performed a full preventative maintenance. The iabp passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "auto-fill failure" alarm. No patient harm, serious injury, or adverse event was reported.